Event description:
It was reported to philips that an intermittent pacer test failure was found during evaluation. There was no patient involvement.

Event description:
It was reported to philips that an intermittent pacer test failure was found during evaluation. There was no patient involvement.